Event description:
It was reported that the patient¿s pump was explanted due to infection. The exact date of explant was not known. The pump was used to infuse an unknown type of drug. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).